Manufacturer narrative:
The reported event was confirmed as use related (failure to follow provided instructions). Visual evaluation of the returned sample noted one opened (without original packaging), center entry drain bag with connected inlet tubing and sample port connector. Visual inspection of the sample noted no obvious visible defects. The inlet tubing was straightened, hung using the sheeting clip, and used to drain methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) into the connected drainage bag. The tubing functioned normally and did not kink or bend. This is within specification per inspection procedure which states, "any kink in drainage tube which reduces the i.d. More than 25% is not permitted" and "assembly must conform to layout drawing.." It is clearly illustrated in the directions that the straight drainage tube is supported by the sheeting clip. The root cause for the reported event was that the user failed to follow instructions provided in the labeling. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "3. Use sheeting clip to secure drainage tube to sheet. Important: hang drainage tube in a straight fashion from bedside to drainage bag. Ensure that the drainage bag is placed near the foot of the bed." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tubing on the drain bag looped over on itself until it became like a pigtail/"curly q" which obstructed the flow and prevented the bag from draining.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the tubing on the drain bag looped over on itself until it became like a pigtail/"curly q" which obstructed the flow and prevented the bag from draining.